Event description:
It was reported that the customer experienced an elevated blood glucose level of 600 mg/dl. Cause was not known. Customer administered manual injections of insulin in an attempt to address elevated bg. Reportedly, due to the elevated bg, the customer was hospitalized. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.